Manufacturer narrative:
The reported condition was confirmed as the plastic cap was missing. However, the cause of the reported condition could not be reliably determined as the packaging was returned opened and the instrument had been fired.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, a plastic piece on the shaft of the instrument was missing. The surgeon applied another device. The hosp has reported that no pt injury occurred.